Event description:
The patient received a burn to the right corner of lip and inner cheek, while the doctor was working on teeth # 3 through 6.

Manufacturer narrative:
The patient was examined by a medial doctor. An ointment, antibiotic and pain medication were prescribed for treatment of burn. Evaluation of the handpiece found that the bearings were worn and gritty in drive assembly and shaft, a dent in the head was affecting operation and medium debris level was present.